Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 [(B)(4)]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was able to power on properly and was exercised for 24 hours with no call service alarms or power issues. The pump was opened and no issues were found. The pump history was reviewed and there was indication of call service alarms followed by rebooting of the pump by the user on (B)(6) 2013. The pump history showed that the user did not clear the alarm for 12 hours the first time and 6 hours the second time. No pump issues were found.

Event description:
On (B)(6) 2013, the patient contacted animas stating that as a result of a call service alarm, he discontinued insulin pump therapy and subsequently experienced blood glucose (bg) of 200 to 600mg/dl with ketones, severe nausea, inability to walk, and feeling as if his legs and his back were "on fire." The patient was unable to rate his pain level but stated it was severe. The patient's wife reportedly came home from work on (B)(6) 2013, to find the patient panting while sitting down. The patient reportedly would cease insulin pump therapy and use syringe injections to dose insulin when the pump alarmed. It is unknown how much the patient gave with injections or when the injections were given. The patient reportedly does not have an updated back-up plan from his healthcare provider. The patient is reportedly a poor historian and does not follow directions clearly. The patient reportedly thought he had been told to come off the pump for several hours when it alarms. At the time of the call to animas, the patient was reportedly back on the pump with new supplies and his bg was 301mg/dl with mild to moderate leg pain. Troubleshooting indicated that the patient did not replace the infusion set or the cartridge in response to the call service alarm. The patient reportedly rebooted the pump and completed prime steps six hours after the alarm occurred, and then received another alarm an hour later and came off the pump again. The patient was advised to contact his healthcare provider for dosing when off the pump. There is currently no indication of a pump malfunction; the pump was found to be alarming appropriately to alert the user of an issue. This complaint is being reported due to the allegation that the patient experienced severe hyperglycemia while using an inadequate back up plan with use error as a cause or contributor due to inadequate response to an appropriately emitted alarm.